Event description:
It was reported that the omnilink stent was advanced through a 7f sheath, and during the positioning attempt, the stent came off the balloon. An agiltrac was used to deploy the stent at the treatment site. No patient effect was reported.